Event description:
The technician reported that during a bed search she found a bed in an empty room and the nurse call alarm was silenced. The bed was located in room 3a at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The customer stated the nurse call and alarm silence features were not activated after the bed was repaired. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidecom communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician activated the nurse call and alarm silence features on the upper control board to resolve the issue. Based on this information, no further action is required.